Event description:
New information received on (B)(6) 2014 notes that the lead continues to exhibit noise with low impedance. The lead remained implanted.

Event description:
It was reported that the lead exhibited noise causing inappropriate auto mode switch episodes. Noise was reproducible with provocation and pocket manipulation. No intervention was reported. The patients condition was good.

Event description:
New information indicated that the lead continued to exhibited noise causing auto mode switch. The physician suspected that the lead was not fully inserted into the header. The lead was cleaned and reinserted into the header on (B)(4) 2014. The lead remained implanted and patient was doing well after the procedure.